Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the rv lead was capped and replaced on (B)(6) 2018. The rv lead was fractured and was discovered two months prior to the surgical procedure. Patient noted experiencing some lightheadedness. The patient was fine prior, during and following the surgical procedure.